Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the drawer had failed. The field service engineer (fse) worked with the pharmacy and observed that drawer was not on the bus. The row b position in drawer was also not on the bus. The fse replaced the position-in sensor on drawer and the t-cards for drawers. The pharmacy staff opened and closed the drawers to verify functionality. The hardware test application test could not be performed, but the customer confirmed that the drawers were working properly. The system functioned as intended after the field service engineer repaired the device.